Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod less than 1 hour. The adhesive completely separated from the infusion site (arm), causing the cannula to dislodge.

Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded by the patient. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula.